Manufacturer narrative:
An 1.25 hex tl,gemlock reten (hxgr1.25) was returned for investigation. Visual inspection of the as returned product identified deformation and chipping around the driver's tip. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed. No device lot number was provided so a device history record review and a complaint history review could not be performed. A singular root cause could not be determined.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Patient's identifier unknown/ not provided. Patient's age unknown/ not provided. Patient's weight unknown/ not provided. Device lot number unknown.

Event description:
It was reported that the screwdriver (B)(4) fractured at the tip. It was also reported that they were able to complete the procedure using another driver.